Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of customer's hospitalization for high blood glucose levels. The father states they did not know the circumstances of the hospitalization, but they states the device does not control the blood glucose levels during the night. The customer's blood glucose level at the time of incident was 600mg/dl. The father did not have the pump on hand to troubleshoot. The customer was advised to call back when pump was on hand in order to troubleshoot the device.